Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was found to be cracked, and evidence of moisture ingress was observed on the underside of the battery cap. During testing, the pump did not power on. Current draws measured within specifications. A leak test confirmed a leak at the battery compartment crack. The pump case was removed and no additional evidence of moisture ingress was found.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a power issue. The reporter stated that the pump would not come on and that the screen was dark. Reportedly a 1.5 volt lithium battery from a new pack was used and that the pump still would not come on with a different battery. When an alkaline battery from a tv remote was used, the pump came on and displayed low battery. The reporter denied damage, moisture and corrosion to the pump and the battery cap and stated that the yellow o-ring was not showing. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.